Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at 14:13 on (B)(6) 2026, in the ICU ward of the hospital, nurses discovered during the shift handover that the patient's urinary foley catheter balloon had ruptured, making it impossible to catheterize the patient. They immediately reported to the doctor and replaced it with a new disposable sterile urinary catheter to catheterize the patient. If not discovered in time, urinary retention could lead to urinary tract infection, worsening the patient's condition.